Event description:
The respiratory therapist (rt) supervisor reported that the patient's saturation had decreased into the low 80% range. The rt supervisor reported the monitor's visual alert was flashing but the audio alert did not sound. The rt supervisor reported he performed functionality testing of the 509m monitor and reported there was no audio emitted from the monitor during testing. The rt supervisor reported he turned the monitor off and back on and it began alarming loudly. The customer reported there was no patient harm, and that the monitor was removed from use.